Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the right ventricular (rv) lead had a low r-wave measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.